Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump's flow rate was at the upper maximum, but still within the tolerance. The expulsor will be trimmed down to get the delivery rate to the middle of the tolerance. The cause of the reported issue was a user related issue. No further action will be taken.

Event description:
It was reported that the delivery rate is too inaccurate. Additional information from the customer stated that there was no patient involvement.